Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03339. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-op.